Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 51cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of the lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. Furthermore, an elongated and kinked fixation helix was observed. As the root cause of the observed damages, tensile forces applied during the extraction procedure should be taken into consideration. The cuts in the insulation most likely occurred during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to rising impedances and pacing thresholds. No adverse patient events were reported. Should additional information become available, this file will be updated.